Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a cloudy drain. The cause, treatment and action taken with pd therapy were not reported. The patient was hospitalized for the event. At the time of this report, the event was still ongoing. The reporter declined to provide additional information.